Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an intermittent loss of capture was observed with the patient's implanted lead. Both right atrial (ra), and right ventricular (rv) leads remain in use. No patient complications have been reported as a result of this event.